Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap appendix emergency. Incident description: product complaint reported by cnm, but she was not present at the time as it was an emergency case at the weekend. A registrar, complained that clips were coming off vessel. Cnm said that surgeon also had a problem with it, need to investigate further for more information. Additional information received via cer form from applied medical representative, 19 october: I met with surgeon who was the on call consultant when incident occurred & colorectal registrar was also operating but was not available to meet. Surgeon reported that the clips were coming off the vessel but they 'managed to make it work with the clip applier in the end'. They opened two clip appliers during the case and retained both for inspection. Who has been using ca500 since december 2017. Intervention: na. Patient status: ni.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation . Visual inspection confirmed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap appendix emergency. Incident description: product complaint reported by cnm, but she was not present at the time as it was an emergency case at the weekend. A registrar, complained that clips were coming off vessel. Cnm said that surgeon also had a problem with it, need to investigate further for more information. Additional information received via cer form from applied medical representative, 19 october: I met with surgeon who was the on call consultant when incident occurred & colorectal registrar was also operating but was not available to meet. Surgeon reported that the clips were coming off the vessel but they 'managed to make it work with the clip applier in the end'. They opened two clip appliers during the case and retained both for inspection. Wuh has been using ca500 since december 2017. Intervention: na. Patient status: no patient injury or illness occurred associated with the complaint event.